Event description:
It was reported that the programmer rf (radio-frequency) head had difficulty interrogating devices, using different programmers. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was intermittent interrogation and uplink functional testing failed due to the cable being out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).